Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the internal and external serial numbers do not match. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Received one device. Complaint confirmed by checking serial number (sn)on the screen and on the bottom case. It is verified that they have different sns. The device is repaired by correcting the right sn with a program. Replaced the right plunger case because it is cracked. The pump is calibrated and greased and reset to standard configuration. The main cause of customer¿s complaint was the incorrect sn is programmed. After installing and replacing the parts, the pump passed all the testing and is fully operational. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.